Manufacturer narrative:
An internal leak due to a tear in the unexposed portion of the soft cannula was found, causing corrosion on internal components, insufficient battery voltages and preventing recovery of the device data. During fluid path testing, fluid diverted through the hole. It could be confirmed that the hole in the soft cannula prevented the proper delivery of insulin.

Event description:
It was reported the patients blood glucose level rose to 250 mg/dl while wearing the pod between 4 and 24 hours.